Manufacturer narrative:
Device evaluation: the reported issue of the batteries not holding a charge was verified during service. The issue was resolved by replacing the batteries x 2. Preventative maintenance was performed per specifications. Note the device was not returned to medtronic facility but was serviced by field service technician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use, this bio-console instrument's batteries were not holding a charge. The use of the in strument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the hand crank was not required to maintain flow when the instrument was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the batteries were installed in the instrument on may 12, 2022. The lot number of the removed batteries was 0011198399. Battery power was required to transport the patient and it lasted for about 15 minutes. The customer stated that the displayed battery charge indicator and alarms were working appropriately. Correction b5: the instrument was replaced to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.